Event description:
In 2007, the lay user/reporter (patient's daughter) contacted lifespan stating that the patient's one touch ultra was set to "mmol/l" and would like assistance setting it back to the "mg/dl" setting. The patient has had the meter for 3-4 years. The reporter claimed that the meter previously set to "mg/dl and that the battery was "recently" (unspecified date/time) replaced. The customer care advocate (cca) walked the reporter through resetting the meter. When asked if the patient received any medical attention, the reporter responded "yes." The reporter indicated that her cousin found the patient unconscious and that they were unable to test; however, the reporter did not specify how they were unable to test on the meter. The patient was taken to the emergency room (ER) on at 5pm. When the patient arrived at the hospital, his blood glucose was "35 mg/dl" on an unidentified device. He was hospitalized for several days and was treated with "injections." The patient's last blood glucose result at the hospital was "300 mg/dl." The reporter stated that the patient's meter readings were "fine" prior to the incident but was unable to provide any of his meter readings. It is unclear when the patient last successful test was obtained prior to the incident. It is unknown if the patient takes any diabetes medication. It would be helpful to obtain what events led to the patient's injury, such as his previous meter readings and his diabetes medication. It was unknown why the patient was "unable to test" during the time of the incident and if the meter was incorrectly set to "mmol/l" before or after the reported incident. However, based on the provided information, this complaint is being reported because the meter allegedly did not "work" at the time of the patient's injury. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.